Event description:
Per the clinic, the patient experiencing electric shock-like pain both with and without use of the sound processor. The patient subsequently demonstrated poor device performance. Reprogramming attempts were undertaken; however, the issue could not be resolved. The device was explanted on (B)(6) 2025, and the patient was re-implanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report attached.